Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
Physician gently introduced enroute .014 guidewire via enroute arterial sheath and created a small non-flow limiting dissection in the mid right common carotid artery. Tacked down flap with 10x30 stent. A 10x40 was placed first and then the 10x30 to cover the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report. (B)(4).

Event description:
Physician gently introduced enroute .014 guidewire via enroute arterial sheath and created a small non-flow limiting dissection in the mid right common carotid artery. Tacked down flap with 10x30 stent. A 10x40 was placed first and then the 10x30 to cover the dissection.